Event description:
The subject device was sent to an olympus service center for evaluation with a report of image noise. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: -operation manual - inspection of the endoscopic system. Operation manual: important information ¿ please read before use - warnings and cautions. During inspection and testing, service found image noise was generated due to a failure of the internal board of the scope connector. A leak was observed in the switch box. The up/down knob was not watertight. The scope connector contact plating was peeling. The angle knob play was out of specification due to the stretching of the angle wire. The suction cylinder was scraped due to external factors. Wrinkles were noted in the universal cord due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.